Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump dispensed insulin from the tubing during the load cartridge step. The patient indicated that the issue was occurring for one month. This report is made based on the allegation that the pump dispensed insulin during the load cartridge step.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no "pump not primed" warnings or "cartridge not detected" warnings. On testing, a rewind, load and prime sequence was successfully performed without alarms. The force sensor was tested and found to be out of calibration. The pump was opened for investigation and did not reveal any evidence of damage of the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.